Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that main drawer 1 had failed regularly. The field service engineer (fse) reported that the drawer functioned properly during diagnostics with no rail or sensor issues identified. The fse identified that the installed insert contained a smaller magnet and replaced it with an insert containing a larger magnet. The fse successfully tested the drawer in diagnostics and confirmed proper functionality. The fse stated that the drawer was also successfully tested in the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1 failed regularly.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.